Event description:
The family member of a home pt (hp) reported the hp experienced pain around their ribs and lower back, and nausea and vomiting while using the homechoice pro cycler for apd therapy. At the time, the hp was placed into a manual drain removing 2417 ml of fluid. According to the hp's family member fibrin was visibly noted in the hp's effluent during drain. Follow up revealed that hp continues to experience nausea as well as back and neck pain. According to the hp, the nausea and pain occur not only during apd therapy but throughout the day when no therapy is being performed. The hp also has had a loss of appetite and the pain is most acute when using the commode. According to the hp, there has been no resulting medical intervention.